Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the customer received a motor error alarm during a manual prime and fill tubing. Customer's blood glucose was 144 mg/dl. The customer also reported receiving a different alarm after the motor error alarm occurred. Customer also stated they were unable to complete the rewind sequence on the insulin pump. The customer could not recall any significant events leading to the alarm. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, prime, compromised force sensor test and motor test. The insulin pump was received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The unit was unable to confirm motor position encoder error alarm in alarm history screen due to overwritten history file. The unit had minor scratches on lcd window, cracked case at lcd window corners, reservoir tube lip, battery tube threads and scratches on reservoir tube window.